Manufacturer narrative:
The reported oad, a guide wire and a non-csi introducer were received for analysis. Visual examination of the driveshaft revealed the oad had been destructively cut from the lap weld, and the distal side of the cut exhibited an area of elongation with stretched filars. The saline sheath was observed to be destructively cut near the nose cone. There was no damage observed with the crown or tip bushing of the oad. The oad was tested for functionality and spun on all speeds and performed as intended. At the conclusion of the device analysis, the reported issue that the device became stuck and a perforation occurred could not be confirmed through device analysis. There was no damage to the driveshaft, crown or returned guide wires that would have contributed to a perforation. The shaft and sheath were confirmed to be destructively cut, and the shaft was observed to be stretched, which was most likely caused during the attempts to remove the stuck device. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
A peripheral diamondback orbital atherectomy device (oad) was selected for treatment of a chronic total occlusion lesion located in the post tibial artery and plantar artery. The oad became stuck in the plantar artery and a vessel perforation occurred. For approximately thirty minutes attempts to remove the oad were made, which resulted in the oad being cut into pieces. Once the oad was removed the perforation was resolved with balloon tamponade. The procedure was completed with the use of balloon angioplasty. There were no other patient complications and the patient was reported to be in stable condition.